Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance after implant and increased impedance was noted the one day after implant. The lead remains in use. No patient complications have been reported as a result of this event.